Event description:
The advocate stated the customer received a blood glucose reading of 43 mg/dl from his contour meter and a reading of 209 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The advocate performed a control test while troubleshooting and the result fell within the normal control range. The advocate used the last test strip while troubleshooting, so no product will be returned.